Event description:
Report received of a chemotherapy leak while the set was in use. The patient was receiving a camptosar infusion over 3-5 hours when the nurse noted a leak in the last 15-30 minutes of the infusion. It is unknown where the leak originated. The tubing was reportedly discarded. Therapy was resumed using a new set and the infusion completed without incident. There were no reported adverse patient or staff effects. Though requested, no further information was received.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.